Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the process of clipping, the clips were not formed correctly. Operating room time was extended 45 minutes. There was no additional blood loss or tissue damage. Three staples fell into the patient's cavity but were retrieved. The vessel was not severed. The staff used another device. Patient was reported as okay, and surgery was successful.